Event description:
Additional information received reported that the implantable neurostimulator (ins) was interrogated intraoperative on (B)(6) 2012 and high impedances were seen (>40,000 ohms) on the leads and extension. The lead and extension were replaced. The patient outcome was reported as "okay". If additional information is received, a follow-up report will be sent.

Event description:
It was reported that after the patient fell on the head, one lead did not perform well anymore.

Manufacturer narrative:
(B)(4). Additional analysis records indicate that the extension was "returned for analysis in two segments. Electrical testing of the proximal segment determined that continuity was complete and no shorts were observed. Electrical testing of the distal segment of lead determined that all circuits were open; no shorts. All conductors were broken at their respective connector sleeve."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the extension found the conductor broken up to the transition point of the distal end.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 748251, serial# (B)(4), product typ extension, product ID 3389-28, lot# b0462236k, product typ lead, product ID 3389-28, lot# b0462233k, product typ lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.